Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had detached close to site location. The site location was patient's upper thigh and the pump was on the hip area. The infusion has been used for one day. Reportedly, the infusions were stored in a carry case. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.